Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. The ventilator powered on without keypress activation when the device was connected to ac power or the sd card was inserted. The device's system board was replaced to address the issue.